Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 12-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent birth control. Shortly after the implant, plaintiff began suffering from severe abdominal pain and cramping, abnormal heavy bleeding, prolonged abnormal menses, severe pelvic pain, severe back pain, pain during intercourse, migraines, hair loss, fatigue, and weight fluctuations. In the (B)(6) of 2015, plaintiff discovered that she was pregnant and had to terminate her pregnancy because of migration of the coils. On (B)(6) 2016 plaintiff underwent a removal of her essure device. Besides the physical pain the plaintiff also suffered from emotional anguish as a result of the coils. Correction on (B)(6) 2016: after internal review, event emotional anguish was deleted. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and, approximately 2 years later, discovered she was pregnant and had to terminate her pregnancy because of migration of the coils. Several months later, she underwent a removal of essure device. She also experienced abnormal heavy bleeding. Outcome of events was not reported. The events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this case, a device migration was reported. However, considering the information provided (information regarding device location and tubal occlusion is not available), a device ineffective could not be excluded and pregnancy was regarded as related to essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (into the distal fallopian tube or peritoneal cavity). In this case, although the exact mechanism of the event is not known, given its nature, causality between migration of the coils and essure cannot be excluded. After essure insertion, abnormal genital bleeding/menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanation, abnormal heavy bleeding was considered related to essure. This case was regarded as incident, since surgical removal of devices was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 19-sep-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and, approximately 2 years later, discovered she was pregnant and had to terminate her pregnancy because of migration of the coils. Several months later, she underwent a removal of essure device. She also experienced abnormal heavy bleeding. The events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this case, a device migration was reported. However, considering the information provided (information regarding device location and tubal occlusion is not available), a device ineffective could not be excluded and pregnancy was regarded as related to essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (into the distal fallopian tube or peritoneal cavity). In this case, although the exact mechanism of the event is not known, given its nature, causality between migration of the coils and essure cannot be excluded. After essure insertion, abnormal genital bleeding/menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanation, abnormal heavy bleeding was considered related to essure. This case was regarded as incident, device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the coils / migration of essure device location of device: unknown- missing"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and genital haemorrhage ("abnormal heavy bleeding / heavy bleeding") in a 28-year-old female patient who had essure (batch no. B02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal bleeding, menorrhagia, multigravida, parity 3 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2012), miscarriage (after essure implant), fall, haemorrhage nos, upper abdominal discomfort and tenderness. No bleeding disorder, no transfusion reaction, no impaired immunity. Family history no anesthesia reaction, no myocardial infarction, no stroke, no aneurysm, no sudden death, no clotting disorder end no bleeding disorder, social history no aspirin use, no non steroidal anti-inflammatory drug use. (B)(6) 2013: hysterosalpingogram : total bilateral occlusion, both fallopian tubes appeared occluded but left essure device was not visible surgical pathology report: pathologic diagnosis: bilateral fallopian tubes, excision: bilateral fallopian tubes with reactive changes, status post essure device placement. Concurrent conditions included obesity, iron deficiency anemia, hair disorder and iron deficiency anemia. Concomitant products included intrauterine contraceptive device (iud nos) since 2008 for birth control, oral contraceptive nos in 2014 for genital haemorrhage as well as anaesthetics (anesthesia). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)/ heavy bleeding"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"), 18 days after insertion of essure. In (B)(6) 2013, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced adjustment disorder with depressed mood ("depression due to termination of unintended ectopic pregnancy") and hypoaesthesia ("numbness in both feet"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ back pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), uterine pain ("uterine pain"), breast pain ("breast pain (tender, sore)") and arthralgia ("hips pain (pressure)"). The patient was treated with corticosteroids, diuretics, iron and surgery (on (B)(6) 2016, bilateral salpingectomy - one coil found- other is still missing, on (B)(6) 2016 underwent ablation and termination). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the menorrhagia had resolved. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, migraine, alopecia, fatigue, vaginal haemorrhage, adjustment disorder with depressed mood, weight increased, headache, nausea, hypoaesthesia, dysmenorrhoea, vaginal discharge, vision blurred, uterine pain, breast pain and arthralgia was resolving and the ectopic pregnancy with contraceptive device, back pain and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered adjustment disorder with depressed mood, alopecia, arthralgia, back pain, breast pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Thyroid function test - on an unknown date: results: negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: quality safety evaluation of ptc. . Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the coils / migration of essure device location of device: unknown- missing"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and genital haemorrhage ("abnormal heavy bleeding / heavy bleeding") in a 28-year-old female patient (gravida 6, para 3) who had essure (batch no. B02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vaginal bleeding, menorrhagia, multigravida, parity 3 ((B)(6) , (B)(6) , (B)(6) ), miscarriage (after essure implant), fall, haemorrhage nos, upper abdominal discomfort and tenderness. No bleeding disorder, no transfusion reaction, no impaired immunity. Family history no anesthesia reaction, no myocardial infarction, no stroke, no aneurysm, no sudden death, no clotting disorder end no bleeding disorder, social history no aspirin use, no non steroidal anti-inflammatory drug use. Concurrent conditions included obesity, iron deficiency anemia, hair disorder and iron deficiency anemia. Concomitant products included intrauterine contraceptive device (iud nos) since 2008 for birth control, oral contraceptive nos in 2014 for genital haemorrhage as well as anaesthetics (anesthesia). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)/ heavy bleeding"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), adjustment disorder with depressed mood ("depression due to termination of unintended ectopic pregnancy") and hypoaesthesia ("numbness in both feet"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ back pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), uterine pain ("uterine pain"), breast pain ("breast pain (tender, sore)") and arthralgia ("hips pain (pressure)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with corticosteroids, iron, diuretics, surgery (on (B)(6) 2016, bilateral salpingectomy - one coil found- other is still missing), surgery (termination) and surgery (on (B)(6) 2016 underwent ablation). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the menorrhagia had resolved. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, migraine, alopecia, fatigue, vaginal haemorrhage, adjustment disorder with depressed mood, weight increased, headache, nausea, hypoaesthesia, dysmenorrhoea, vaginal discharge, vision blurred, uterine pain, breast pain and arthralgia was resolving and the ectopic pregnancy with contraceptive device, back pain and weight fluctuation outcome was unknown. The reporter considered adjustment disorder with depressed mood, alopecia, arthralgia, back pain, breast pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Diagnostic results: (B)(6) 2013 : hysterosalpingogram : total bilateral occlusion, both fallopian tubes appeared occluded but left essure device was not visible surgical pathology report: pathologic diagnosis: bilateral fallopian tubes, excision: bilateral fallopian tubes with reactive changes, status post essure device placement. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the coils / migration of essure device location of device: unknown- missing"), the first episode of ectopic pregnancy with contraceptive device ("pregnant and had to terminate / preganancy (terminated)"), the second episode of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and genital haemorrhage ("abnormal heavy bleeding / heavy bleeding") in a 28-year-old female patient (gravida 6, para 3) who had essure (batch no. B02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vaginal bleeding, menorrhagia, multigravida, parity 3 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2012) and miscarriage (after essure implant). Concurrent conditions included obesity. Concomitant products included intrauterine contraceptive device (iud nos) since 2008 for birth control and oral contraceptive nos in 2014 for genital haemorrhage. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)/ heavy bleeding"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2013, the patient experienced the first episode of ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, adjustment disorder with depressed mood ("depression due to termination of unintended ectopic pregnancy") and hypoaesthesia ("numbness in both feet"). In (B)(6) 2015, the patient experienced the second episode of ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ back pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), uterine pain ("uterine pain"), breast pain ("breast pain (tender, sore)") and arthralgia ("hips pain (pressure)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with corticosteroids, iron, water pills, surgery (on (B)(6) 2016, bilateral salpingectomy - one coil found- other is still missing), surgery (termination), surgery (termination), surgery (on (B)(6) 2016 underwent ablation), surgery (on (B)(6) 2016 underwent ablation) and surgery (on (B)(6) 2016 underwent ablation). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the menorrhagia had resolved. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, migraine, alopecia, fatigue, vaginal haemorrhage, adjustment disorder with depressed mood, weight increased, headache, nausea, hypoaesthesia, dysmenorrhoea, vaginal discharge, vision blurred, uterine pain, breast pain and arthralgia was resolving and the last episode of ectopic pregnancy with contraceptive device, back pain and weight fluctuation outcome was unknown. The reporter considered adjustment disorder with depressed mood, alopecia, arthralgia, back pain, breast pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation, weight increased, the first episode of ectopic pregnancy with contraceptive device and the second episode of ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Diagnostic results: (B)(6) 2013 : hysterosalpingogram : total bilateral occlusion, both fallopian tubes appeared occluded but left essure device was not visible current weight 183.00 lbs. Approximate weight at the time of essure placement 194.00 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Plaintiff¿s demographics added. Historical and concomitant condition added. Essure indication and stop date updated and lot number added. New events abnormal bleeding (vaginal), depression due to termination of unintended ectopic pregnancy, weight gain, headaches, nausea, numbness in both feet, dysmenorrhea (cramping), vaginal discharge, blurred vision, uterine pain, breast pain and hips pain were added. Lab data added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the coils / migration of essure device location of device: unknown- missing"), ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") and genital haemorrhage ("abnormal heavy bleeding / heavy bleeding") in a 28-year-old female patient (gravida 6, para 3) who had essure (batch no. B02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vaginal bleeding, menorrhagia, multigravida, parity 3 ((B)(6)2003, (B)(6)2007, (B)(6)2012), miscarriage (after essure implant), fall, haemorrhage nos, upper abdominal discomfort and tenderness. No bleeding disorder, no transfusion reaction, no impaired immunity. Family history no anesthesia reaction, no myocardial infarction, no stroke, no aneurysm, no sudden death, no clotting disorder end no bleeding disorder, social history no aspirin use, no non steroidal anti-inflammatory drug use. Concurrent conditions included obesity, iron deficiency anemia, hair disorder and iron deficiency anemia. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) for birth control, oral contraceptive nos in (B)(6) for genital haemorrhage as well as anaesthetics (anesthesia). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, 18 days after insertion of essure, the patient experienced menorrhagia ("prolonged abnormal menses / abnormal bleeding (menorrhagia)/ heavy bleeding"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6)2013, the patient experienced vision blurred ("blurred vision"). In (B)(6)2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), adjustment disorder with depressed mood ("depression due to termination of unintended ectopic pregnancy") and hypoaesthesia ("numbness in both feet"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ back pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), uterine pain ("uterine pain"), breast pain ("breast pain (tender, sore)") and arthralgia ("hips pain (pressure)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with corticosteroids, iron, diuretics, surgery (on (B)(6)2016, bilateral salpingectomy - one coil found- other is still missing), surgery (termination) and surgery (on (B)(6)2016 underwent ablation). Essure was removed on (B)(6)2016. On (B)(6)2016, the menorrhagia had resolved. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, migraine, alopecia, fatigue, vaginal haemorrhage, adjustment disorder with depressed mood, weight increased, headache, nausea, hypoaesthesia, dysmenorrhoea, vaginal discharge, vision blurred, uterine pain, breast pain and arthralgia was resolving and the ectopic pregnancy with contraceptive device, back pain and weight fluctuation outcome was unknown. The reporter considered adjustment disorder with depressed mood, alopecia, arthralgia, back pain, breast pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects. Diagnostic results: (B)(6)2013 : hysterosalpingogram : total bilateral occlusion, both fallopian tubes appeared occluded but left essure device was not visible surgical pathology report: pathologic diagnosis: bilateral fallopian tubes, excision: bilateral fallopian tubes with reactive changes, status post essure device placement. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received:event pregnant and had to terminate / preganancy (terminated) and event pregnancy (ectopic) were clubbed in a single event which date was changed to (B)(6)2013. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.